Event description:
It was reported that there was no alarm audio.

Manufacturer narrative:
Other text: the previous service history has been reviewed and may be related to the current reported problem - device previously serviced for "physical damage to battery well". A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the battery holder was corroded, battery and battery door are missing. Functional testing replaced the missing battery and battery door but still no power to alarms. Replaced damaged battery holder and now audible and led alarms are functioning. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.